Event description:
It was reported that in the last week the pts controller had to be recharged every other day when it use to last 8 to 10 days on a charge. Agent asked if pt was recharging the ins more frequent and they said the ins battery was draining quicker too in the last week. They had to recharge the ins every 48 hours; they kept their stimulation on 16 hours a day and they kept their settings the same. Agent redirected to hcp but the pt said their ins battery charge was holding longer than the controller. Pt charged the controller and the ins on sunday and now the controller battery was in the red and ins was at 10% battery. A request was sent to the repair department to replace the controller battery. Pt noted they just got a replacement controller a month or so ago and they had the ins replaced 2 to 3 years ago.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and could not connect to their implant or see the batteries screen. During the call patient plugged the recharger but could not bypass connect the recharger. Patient denied damages in the controller port and recharger. Patient cleaned the controller and recharger pins. Patient reset the controller and plugged the recharger but after pressing recharge on no device found they still could not bypass connect the recharger. Patient had an extra recharger with them since they had a house fire in '2018'. Patient denied any issues with the extra recharger. Patient still got connect the recharger with the extra recharger. Due to controller being recently replaced agent replaced the controller and recharger. See previous cases for calls to patient services or previous troubleshooting. Patient mentioned the only time they didn't have the implant on was when they were sleeping at night. The implant was turned on a good 18 hours a day. Agent advised patient toreturn the old controller and rechargers and to keep the battery pack. Agent closed case.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.